Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that no clotting occurred with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter, "the event occurred on (B)(6) 2019. At a blood bank. No discernible clot could be seen in five serum tubes after centrifugation as would be usual. Layering was similar to plasma tubes (clearly define line between erytrocytes layer and plasma layer). The distribution between cells and serum and color of the serum were normal. Other tubes worked fine. Obligatory tests for viral markers were done from plasma tubes. The blood in the described tubes were collected on the same date , but at different sites, by different nurses and al different patients. Unfortunately, no images are available." 2 occurrences were reported.